Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the device was sent to biomed for an unspecified reason. During testing, the pump module displayed error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of the pump module displaying error code 242.4030 was confirmed. Physical inspection of the device found the instrument seal intact. The rear case top left rear corner was observed to be dented. Internal inspection found the air-in-line detector to have a broken op1 (optical sensor) and housing. There were no other abnormalities observed. Review of the pump module error log revealed 9 instances of channel error 242.4030, from (B)(6) 2019 at 09:44am to the most recent instance occurring on (B)(6) 2019 at 1:38pm. The pcu was not received for this investigation; drug programming parameters from the last time of use could not be determined. Testing was able to reproduce error code 242.4030 as the pump module is attempting to return the motor to the "home" position. After replacement of the pump¿s air-in-line sensor with a known good assembly, the error could no longer be replicated. The proximate cause of the customer's reported issue of the pump module displaying error code 242.4030 was determined to be a broken op1 (optical sensor) on the air-in-line detector.

Event description:
It was reported the device was sent to biomed for an unspecified reason, and during testing, the pump module displayed error code 242.4030. There was no patient involvement.